Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement or failure to deliver pacing therapy. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged during an ablation procedure, after it failed to deliver pacing therapy. The ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.